Event description:
It was reported that the patient underwent abdominal sacrocolpopexy in (B)(6) 2009 and suture was used on the soft tissue of the uterus and promontorium fascia. In 2014, the patient underwent an unknown surgical procedure. During the procedure, it was found that suture placed on (B)(6) 2009 broke from the proximal promontorium and suture knots were broken on the ends. Suture was used to repair and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
The broken suture was noted during the second procedure of a total abdominal hysterectomy in (B)(6) 2014. The indication for the total abdominal hysterectomy was re-sacrocolpopexy because of reoccurring prolapses. The patient did not experience any symptoms of the post op suture breakage in 2014. The patient was discharged. (B)(4).